Event description:
Before start of case, scissor tips were put on laparoscopic scissor handle; were checked and secured. After scissors were inserted through trocar sleeve, it was noted that tips were not on scissors, but were retrieved with a grasper without injury to pt.